Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began during may, 2015 (date/time not provided). The patient stated that she obtained a result of "180 mg/dl" compared to feelings/normal results. The patient manages her diabetes with self-adjusting insulin. The patient stated that she took an increased dose of 3 units of insulin medication on the afternoon of november 17, 2015 (time not provided) in response to the alleged product issue. The patient claimed to have developed the symptom of "sweating" 1 minute after the alleged product issue began; however she did not receive any treatment. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient performed a walk-through control solution test and the result was in range and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "sweating" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.